Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The uric acid reagent lot number was 840301. The reagent expiration date was requested, but not provided. The field service engineer determined the wash mechanism was overflowing. The wash volumes were adjusted. Reagent and sample pipettors were found to be mis-adjusted, so these were adjusted. Precision studies and analyzer checks were performed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with uric acid ver.2 on a cobas c 503 analytical unit. The first sample initially resulted in a uric acid value of 0.803 mg/dl and it repeated as 5.01 mg/dl.